Event description:
Upon interrogating the patient's device, there was no connection between multiple programmers, and exd's there was not active connection with the patients imd. The patients serial number is on the of the affected for premature battery depletion. This device is one of the 25 impacted by a battery problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspection on feb 19th thru march11, 2025. Avertix performed a voluntary recall/correction 2 years ago for this issue.